Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer had an adverse due to their transmitter's malfunction. The customer stated their transmitter did not alert them of their low blood glucose. As a result, the customer had a seizure. Customer stated their blood glucose was 45 mg/dl at the time of the adverse event. It was found the customer had a lost sensor alarm and their transmitter did not blink. Customer declined to troubleshoot for their transmitter. Customer's blood glucose was 83 mg/dl at the time of the call. No additional info provided.